Manufacturer narrative:
Additional information: h6 and h11. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set ¿broke¿ below the spike. This event occurred when the nurses spiked the IV tubing into a hanging blood bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.